Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not dispensing from device correctly. The tips of the clips were out of the device before pressing the closing handle. Also, described as if the clips were turning on their side, and "pre-ejecting" before completely compressing the closing handle. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was cholangiogram done on procedure? Unknown. What is meant by clips not dispensing from device correctly and tips of clips were out of device before pressing closing handle? Was there an issue with how clip fed into jaws of device? According to tech, the clips looked as though they were pre-dispensing, as though clip tips were ahead of mechanical action of squeezing the firing handle. They were not feeding normally. Was there an issue with firing device (did device fire or deploy clips from jaws)? Yes. Were malformed clips deployed? Yes if so, what shape were clips that deployed?

Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received with a clip in jaws and the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the 9 clips were fed as intended; however, due to the misaligned condition of the jaws 7 scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. A batch record review was performed and no anomalies were found during the manufacturing process.